Manufacturer narrative:
The user facility reported that they tried a different power cord from a known working unit but that did not resolve the problem. An olympus representative instructed the customer that the unit needed to be send in for repair. The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A faulty ac/dc power supply was found. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a video system center did not have any power. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the power supply unit broke down accidentally.